Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements when implanted with a non-boston scientific device. Technical services (ts) advised they are not permitted to offer any guidance when a lead is part of a non-boston scientific system. Ts advised at this time it is up to physician discretion. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.